Event description:
It was reported that a novum iq large volume pump was not infusing or under infused. The issue was further described as, there was an intravenous (IV) completion alert, even though the bag was still full, indicating intravenous unspecified antibiotic was not administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4 serial no., d4: unique identifier (UDI) # additional information: h6, h11. D4: serial no.: (B)(6). D4: unique identifier (UDI) #: (B)(4). H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.